Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed the wbc bath had very few mixing bubbles. He replaced the defective wbc bath check valve resolving the erratic wbc, rbc, hgb, and plt results. While onsite, the fse replaced all filters and check valves as part of preventative maintenance. The repairs were verified per established procedures.

Event description:
The customer reported erroneous, erratic results for the white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb), and platelet (plt) parameters for one patient sample cycled three times on a coulter ac·t diff 2 analyzer compared to a redrawn sample cycled on a different coulter ac·t diff 2 analyzer at a different facility. Erroneous results were reported out of the lab. However, there was no change or effect to patient treatment in connection with this event. The sample was collected by venipuncture in an edta tube.